Manufacturer narrative:
Physio-control replaced the power pcb assembly and OEM pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
The customer reported to physio-control that their device would not switch on. The device's display flashed briefly but would then go off again. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and OEM pcb assembly. Physio-control determined that the cause of the reported failure was due to a capacitor, designator c17 on the OEM pcb assembly being shorted.